Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was leaking the following information was received by the initial reporter with the following: it was reported by customer that the rn clamped both spikes and roller clamp and proceeded to prime tubing with blood, blood started leaking out the other clamped unused spike.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. The customer provided related both lot numbers 24095303 and 24115115. A device history record review for material# 2477-0007 and lot# 24095303 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material# 2477-0007 and lot# 24115115 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.